Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The patient was diagnosed with mesh erosion into the urethra at (B)(4) urology. Other: tga adverse incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling was implanted into the patient during a procedure performed on (B)(6) 2013. According to the complainant, following the sling insertion, the patient experienced recurrent utis and overactive bladder symptoms. Through flexible cystoscopy, the patient was diagnosed with mesh erosion in the urethra at (B)(4) urology. On (B)(6) 2019, the patient had cystoscopy and transvaginal mesh removal and developed urinary incontinence after the surgery. On (B)(6) 2020, the patient was also diagnosed with urethrovaginal fistula through eua (exam under anesthesia) cystoscopy. Subsequently, the patient underwent complete excision of transobturator sling, repair of urethrovaginal fistula and labial fat flap placement on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date.